Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Event description:
Clinical narrative(updated): an impella cp device was inserted into the right femoral artery in a 57-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and dialysis, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the automated impella controller (aic) had an optical sensor yellow alarm and placement signal not reliable alarm. Troubleshooting steps were attempted. A second alert occurred after the impella started for a controller failure yellow alarm. There was no noted interruption of flow or support for the patient. The aic was exchanged for a new aic. No further issues were noted. Three days after impella insertion, the family withdrew care, and the patient expired on support. The impella functioned at p-4 at 2.4l/min as intended. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
B5 clinical narrative updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 57-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and dialysis, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the automated impella controller (aic) had an optical sensor yellow alarm and placement signal not reliable alarm. Troubleshooting steps were attempted. A second alert occurred after the impella started for a controller failure yellow alarm. There was no noted interruption of flow or support for the patient. The aic was exchanged for a new aic. No further issues were noted. Three days after impella insertion, the family withdrew care, and the patient expired on support. The impella functioned at p-4 at 2.4l/min as intended. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage e shock. This impella cp device report is one of two devices associated with the event. The medical device report on the impella aic controller is in process.

Manufacturer narrative:
D4 serial and primary UDI number were revised. E1 initial reporter postal code was reported incorrectly on the initial report that was submitted and should of been left blank. The code was added to the zip code field on this report. The zip code extension was also added as it was omitted from the initial report that was submitted. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - placement signal issue: with respect to the controller error, there was no defect with the pump. Since the data logs following the calibration were inconclusive and the pump was not returned for investigation, definitive cause could not be established for the initial issues with the initial optical sensor calibration.